Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this patient¿s right ventricular (rv) lead was oversensing noise which led to pacing inhibition with greater than 2 seconds of asystole. The physician thought the rv lead had dislodged. A revision procedure is being scheduled but at this time the rv lead continues to remain implanted and in service. No adverse patient effects were reported.